Event description:
The hydrotrach hme 1870 made by intersurgical was used instead of the portex hme. The pt was constantly coughing as if their airway was obstructed and mucus production increased as if they were allergic to the sponge substance (polyurethane). Eventually pt was hospitalized with pneumonia. Several weeks later the portex hme was resupplied by the home care co and the problem resolved itself. This product should not be on the market - it is a hazard.